Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device had software issues and needs to be updated was not confirmed in the log review and all tests were completed correctly. The laboratory replication results identified the report software issue as a confused for a system error (code 132.3000), caused by an illegal key press. The result of alaris system maintenance test on the suspect device was observed within normal values. The pcu logs were retrieved from the systems to ascertain event details associated with the reported event. The event date as 03sep2025; time was not reported. A review of last month¿s log showed system error codes 130.3000, the error code was observed in (B)(6) 2025. During this time, the error code appeared eight (8) times. The error code 130.3000 (keyboard stuck failure) recorded in the error logs were on (B)(6) 2025. No active infusions were programmed on the day of the reported event or during the remainder of the reported month. The pcu powers on and during the power-up process, the user presses the tamper switch key till it enters maintenance mode. However, the user continued pressing the key for one more minute, which caused a system malfunction event (error code 130.3000), and then the device was powered off. No condition was identified during the internal or external inspection that is linked to the reported event. All parts inspected were manufactured by bd. Per the alaris directions for use (dfu v12.3), qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu s/n (B)(6) (w/o: (B)(4)). Device opened for investigation, please re-torque all screws. The repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had software issue - needs to be updated. There was no patient involvement.